Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a mmprt procedure, the firstpass suture passer could not catch the minitape. Additionally, the capture part of the device broke. All the pieces were removed from the patient. The procedure was completed with a 3-minute delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture capture has been dislocated in the jaw window. There is no visible deficiency in the suture passer. There is bio debris in the jaw. A functional evaluation showed that the suture passer hits the dislocated suture capture as it deploys. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Since no further impact to the patient is expected, no further clinical/medical assessment is warranted at this time. The complaint of fracture was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or use of sharp instruments near the device tip. The complaint of failure to cycle was confirmed and the root cause was associated with unintended use of the device. No containment or corrective actions are recommended at this time.